Event description:
It was observed during the device evaluation that the cysto-nephro videoscope had foreign objects on the plastic distal end cover and the objective lens. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted b5.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope c-cover and objective lens had foreign objects. There was no patient involvement.